Event description:
It was reported that during the device check at pre-implant, the device was unable to be interrogated despite changing the interrogation wand and programmer. The device was exchanged to resolve the event and no patient consequences were reported. The device is expected for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations of interrogation difficulty.

Event description:
It was reported that during the device check at pre-implant, the device was unable to be interrogated despite changing the interrogation wand and programmer. The device was exchanged to resolve the event and no patient effects were reported. The device was received for analysis.